Event description:
A customer reported, the aspiration function of the automated vitrector was not working. Following a delay of 20 minutes, the cassette was exchanged and the procedure was completed with no harm to the patient. Additional information was received from the surgeon indicating the aspiration issue occurred during a planned posterior capsulotomy/anterior vitrectomy surgery involving a patient that had a "secondary cataract from complicated uveitis." There was dense anterior capsular opacity that was removed with a "vitrectorrhexis" procedure. Per the surgeon, it was likely that the aspiration function was not working at this time as it was noted that there was still quite a bit of lens material after this portion of the surgery. The procedure was completed and the patient was left aphakic in order to minimize the risks of inflammatory complications from an intraocular lens (iol). The surgeon plans to follow the patient very closely. Additional information/clarification has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).